Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error or audio or vibrate alarm and no frozen screen anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump frozen and makes a loud beep. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states that the insulin pump screen was not completely blank. Customer was not calling back with a frozen display after installing a new battery for previous frozen display issue. Customer reports no alarms occurred during or after the buttons stopped responding. Customer states screen was not blank after inserting new battery. Customer states insulin pump did not alarm, new battery insertion. Advise customer to monitor insulin pump for 3 minutes to verify time clock works properly and frozen display or alarms, did not recur. Customer states the time clock was advancing with no frozen display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.